Event description:
It was reported that during an unknown procedure, the device misfired. It is unknown how the procedure was completed. No other details of the event are known. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Advancer bypass. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during the consecutive firing sequences; pear shape clips were released. During the next firing sequence, the clip was formed as conforming. The device locked out as intended but the orange indicator was over traveled. The batch record was reviewed and no anomalies were noted during the manufacturing process.